Manufacturer narrative:
Investigation summary - bd japan received one sample and provided seven photos for investigation. The photos were evaluated and damaged tubing causing blood leakage was observed. Additionally, ten retained samples were used for testing, and no leakage was observed in any of the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged tubing causing leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® push button blood collection sets, the tubing was damaged, causing blood to leak out. No patient or user impact reported.

Event description:
It was reported that while using two bd vacutainer® push button blood collection sets, the tubing was damaged, causing blood to leak out. No patient or user impact reported.

Manufacturer narrative:
D.2b. Medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.